Manufacturer narrative:
A partial lead was returned for analysis in one piece. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
The patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited loss of sensing. The patient was asymptomatic. The physician elected to explant the lead. During the procedure, both the left ventricular and right ventricular leads dislodged resulting in loss of capture in the ventricular; the patient was pacemaker dependent and became asystolic. An additional lead was placed for pacing support. Patient had no ill outcomes as result. The leads were explanted and replaced. The patient was in stable condition following the procedure.